Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the gray piece of the 30-degree endoscope plus was loose and kept rotating, changing the surgeon's view while operating. The procedure was completed with no reported injury. Intuitive followed up but the customer had no other details related to the reported event or instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion the spring fingers. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed hairline crack on of the button pack assembly. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The probable root cause of the binding is attributed to component susceptibility to increased friction.